Event description:
Healthcare professional reported, right side rupture. Diagnosed by radiological examination. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening striated on radius side assessed, as surgical damage. Additional observations: red particles on the surface of the shell. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture . Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported right side rupture. Device was replaced with non-allergan brand.